Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1p45e, implanted: (B)(6) 2018, product type: lead. Product ID: 3708695, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1p45e, UDI#: (B)(4) ; product ID: 3708695, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that impedance measurements were taken with the clinician programmer showed high impedances on contact 3 of the left lead. It was reported that when exposing the lead and removing the lead cap, the lead appeared to be scarred in under the scalp. The surgeon had difficulty pulling the lead out from under the scalp to remove the lead cap and connect to the extension. Impedance measurements were performed after initial connection, after reconnection of the extension to the ins, after reconnection of the extension to the lead, and after replacement of the extension. All measurements were normal except this involving contact 3 (which were all in the 10-12000 ohms range). The extension was replaced in attempt to rectify the high impedances but to no avail. The issue was not resolved at the time of the report. The lead with high impedances remains implanted, and the neurologist would program the ins and attempt to get therapy benefit without involving contact 3. During implantation of extensions and ins, incisions were closed and impedance measurements were taken. When contact 3 of the left lead showed high impedances (>10,000) the surgeon opened the incisions and checked connections. When that did not help, the doctor replaced the extension. When that did not help, they determined that the problem was with the implanted lead. Patient was under general anesthesia and did not have any symptoms. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that after the surgical procedure was completed on (B)(6) 2018, no additional interventions were planned. The surgeon's assumption was that contact 3 on the lead was damaged, but they will wait to see if the programming neurologist can achieve therapeutic benefit without using that contact. No additional interventions were scheduled at this time. No additional information is available. No further complications were reported as a result of this event.